Event description:
In the process of activating the safety shield, phlebotomist grasped the shield with thumb and finger of left hand and with right hand grasping the tubing between thumb and finger pushed the shield forward while moving to discarding it in a sharps container, inadvertently did not lock the shield completely and received a needlestick to the left hand. Two separate in-services to entire staff to instruct on the proper technique for handling and activating the blood collection set (safety lok). Review of database indicates this is the only issue concerning this production lot number.